Event description:
It was reported that using a radial artery access approach during a procedure of the mildly tortuous, heavily calcified, eccentric, 90% stenosed, de novo, mid left anterior descending (lad) artery lesion, the 3.75 x 8 mm nc tenku balloon dilatation catheter (bdc) was used for post-dilatation, however, during the first inflation attempt at 18 atmosphere (atm) the balloon ruptured. A xience prime stent was implanted and post dilatation with the nc tenku was performed. It was confirmed that the stent was fully apposed to the vessel wall by optical coherence tomography (oct). There was no reported adverse patient effect. The procedure was completed without any issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient age estimated, reported as (B)(6). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku rx dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.